Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were hospitalized for high blood glucose on unknown date. Blood glucose reading was 480 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.